Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device was implanted. At a routine follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted and was no longer fully occluding the laa. The physician will be scheduling the patient for a follow up computed tomography (CT) scan and will evaluate for possible surgical removal with laa ligation. There were no patient complications reported.